Event description:
Description of event accroding to initial reporter: while trying to remove the trigger wires, they could not be removed - and for this reason the device twisted. The wires were eventually removed after some manipulation. The graft was delivered and implanted successfully. Patient outcome: part of the delivery system remain inside the patient's body. The grey positioners' top cap remains inside the patient. After the initial procedure, the patient recovered that week. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.